Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it's likely the cause is related to a loosened screw. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that during the middle part of a colonoscopy procedure, the image flickered then the screen turned green. The intended procedure was completed using the same device. As reported to olympus, there was no patient injury that occurred, associated with the event.

Manufacturer narrative:
The reported problem was resolved through troubleshooting with the assistance of olympus technical support via the phone. The user facility isolated the cause of the reported problem to a loose cable from the olympus, model cv-190 to a non-olympus provation computer. Upon tightening the connection, the problem was resolved. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.